Event description:
It was reported that the right ventricular (rv) lead dislodged. Intermittent loss of capture with high thresholds was displayed. Und ER-sensing and at times failure to sense with lead displacement was noted. During lead revision, the physician was unable to gain venous access on the left subclavian side due to patient anatomy. Subsequently, the rv lead was implanted from the right subclavian side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.